Event description:
It was reported that a clarity ii device was firing without the button being pressed. The device also reported not to recognize spot sizes correctly, and is powering off and on. Lastly, the device was reported to display "check ICD" error message. There was no patient injury reported in this case. A trained cynosure lutronic field service engineer (fse) went to the treatment provider site for a device evaluation. During this time, the fse did observe the reported firing without the button being pressed. To correct this issue the handpiece was replaced and the firmware was upgraded (gui 1.09 sys 1.08 mfc 1.04, hp 1.05). It was observed that the ICD being utilized is the non-eco 780g and to correct the ICD issue the fse installed the eco ICD in the device. Lastly, the fse ran burn sample tests with passing results, there was no indication of spot size issues. The device passed all final tests and meets published specifications. A member of the cynosure lutronic clinical team confirmed that there was no patient or provider injury reported during this incident. Since a reported malfunction occurred and there is potential serious injury, we are reporting this as an aro event.